Event description:
It was reported ventilator powered down during transport. The user observed no error code and only saw a black screen. The issue occurred when the patient was transferring onto the ventilator in the intensive care unit. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The affected device was tested by draeger service and the log file was provided for further analysis. During the device test the technician found error log messages indicating a faulty control pcb. After replacement the device passed a full functional test according to manufacturer specification. Detailed analysis of the log entries showed that the last successful device check was performed on 15 november 2025 at 14:11. On the date of event 16 november 2025 no device check was performed, and the ventilation was started at 14:04. At 14:14:05 the device a deviation regarding the internal voltage, alarmed ¿device failure¿ and logged the error message ¿bias voltage vvent is outside the range¿. As a result, the device performed a restart of the system in an attempt to solve the deviation. The error message was repeated 40 seconds later at 14:14:45 and within the same minute the device was switched off by the user at 14:14:59. A faulty control pcb was identified as the root cause for the deviation in this case and the replacement solved the issue. In case of a technical problem the device alarms visually and acoustically. The device performed a warmstart as the specified reaction the detected deviation. During a warmstart the ventilation stops. In this case an alternative independent ventilation device has to be used immediately, as described in the IFU. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported ventilator powered down during transport. The user observed no error code and only saw a black screen. The issue occurred when the patient was transferring onto the ventilator in the intensive care unit. No patient injury was reported.